Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Increased noise, mechanical jam and overheating have been thoroughly investigated in similar complaints and are anticipated within the risk files and the instructions for use, therefore a product evaluation was not performed. The root cause was associated with a jammed motor based on analysis of similar complaint events. Factors that can contribute to weird noise and overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy with lateral meniscectomy, the motor drive unit handpiece was not working properly, the shaver was not rotating and it was making a weird noise, the handpiece then proceeded to get really hot. The procedure was successfully completed with a surgical delay of 15 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).